Event description:
The customer reported a cluster of four patients who experienced adverse events after procedures using olympus colonoscopes and/or gastroscopes over a 21-day period. Case with patient identifier (B)(6) reports patient 1 of 4. Case with patient identifier (B)(6) reports the gastroscope used in patient 2 of 4 procedure. Case with patient identifier (B)(6) reports the colonoscope used in patient 2 of 4 procedure (this report). Case with patient identifier (B)(6) reports patient 3 of 4. Case with patient identifier (B)(6) reports patient 4 of 4. The customer reports twenty minutes after an esophagogastroduodenoscopy (egd) using an evis exera iii gastrointestinal videoscope, and a colonoscopy using an olympus colonoscope, the patient complained of feeling cold, shivering, hypertension with a blood pressure of 165/89, and tachycardia (rate not provided). The patient was treated by: providing care in fowler's position, oxygen administration (rate not provided), and a bair hugger warmer. No information was provided regarding medications administered pre-op/intra-op/post-op when requested. The patient's current condition is reported as stable. The intended procedure was completed with the subject scope. There was no malfunction of the olympus scopes during the procedure. The customer is unable to rule out of the scope caused or contributed to the symptoms experienced by the patient.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation (however it is anticipated to be). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. The device has not been returned for evaluation. Based on the available information, the legal manufacturer determined there was not likely a relationship between the subject device and the event since a failure of the device was not reported. The procedure was performed for upper gastrointestinal bleeding, therefore the indication may have affected the reported event. The instructions for use (IFU) states the following: ¿applicability of endoscopy and endoscopic treatment if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ olympus will continue to monitor the field performance of the device.